Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states there was a crack in the leur adapter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. One photo was provided by the customer and visual evaluation of this photo was performed. The photo was magnified and revealed that the arterial (red) adapter shows a line in the thread section. This line/mark appears to be a crack however further sample analysis is required to confirm this as it also could be identified as a molding junction mark. The photos reveal blood residue which suggests the catheter was used. The instructions for use (IFU) states that the customer has to perform an inspection before using the device and that over tightening of the catheter connections can crack some adapters. The reported condition has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. It can be concluded that the adapter was more likely damaged during use. The most probable root cause can be considered as misuse, cracking caused by adapter over tightening. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
The customer states there was a crack in the luer adapter.